Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information indicated that the spinal cord stimulation (scs) patient experienced significant weight loss, which has affected her battery site pocket. To address this, the patient underwent a revision procedure in which the implantable pulse generator (ipg) was removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.